Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had been hospitalized almost three years prior due to insulin running low. She also reported that the customer had a high blood glucose reading 600 mg/dl. The insulin pump alarmed for no delivery during the manual prime. The blood glucose reading at the time of the alarm was not known. The caller was unable to troubleshoot as the customer and insulin pump were not available. She was advised to have the customer call for troubleshooting. The insulin pump was not returned or replaced.